Manufacturer narrative:
(B)(4). Investigation results: received one speedband superview super 7 for analysis while the ligator head was not returned with the device. It was noticed that the crimp was present on the trip wire. A visual examination of the trip wire was observed to be broken adjacent to the crimp. The trip wire was partially rolled in handle assembly slot when received and there were kinks found in several locations at the trip wire loop section. Microscope examination was performed on the broken ends of the trip wire, and it was observed under high magnification that there was evidence of bending. Additionally, the suture was observed to be intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue noted with the handle assembly. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the reel of the device was not properly set up when upon opening the package. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results showed the trip wire was found broken; therefore, this is now an MDR reportable event.